Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the insulin gauge displayed less than 20 units, and the customer was able to extract 200 to 300 units of insulin from the cartridge. Review of the pump data logs showed that the insulin gauge displayed 310 units, and after a 25.32 unit bolus, the insulin gauge displayed 230 units. It was confirmed that the customer will continue using the pump for continued insulin therapy. There was no reported impact to the customer's blood glucose level.